Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. Examination of the distal side of the inlet stator revealed a thrombus formation wrapped around one of the stator blades. This deposition¿s lack of laminated layering indicated that it did not initially form in this location. Although the origin of this deposition could not conclusively be determined, its areas of denaturation indicated that it was present while the pump was supporting the patient. Examination of the pump upon disassembly also revealed flat, non-laminated, tissue-like depositions on the body of the rotor. These depositions were hard and denatured, indicating that they were present while the pump was supporting the patient, but may have originally formed elsewhere. Soft tissue-like depositions were also observed within the flex section, inlet elbow, and outflow graft attachment. These non-laminated depositions appeared consistent with poor surface washing due to a low flow event. The origin of these depositions and the duration for which they were within the pump could not conclusively be determined. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange on (B)(6) 2015 due to thrombus. Additional information was requested but was not provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system.

Event description:
Additional information: it was reported that there were no surgical issues with the pump. The patient had been switched from persantine to plavix and was off aspirin due to an early gastrointestinal bleed event. Studies showed that the patient had a high p2y12 level indicating resistance to plavix. The patient was switched from plavix back to persantine, but was reportedly erroneously placed back on plavix during a readmission. The center reports that the thrombus may have been due to a combination of the patient's plavix resistance and hypercoagulability due to cancer. It was also reported, however, that the platelet function studies and thromboelastography that were performed did not reveal high levels of activity.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that on (B)(4) 2015, the ldh was 1860, heparin drip was started. A ramp study was inconclusive for thrombus; however, there was persistent aortic valve opening. CT angio of the chest showed normal pump position and was negative for thrombus. The next day, the ldh was 1367 u/l, the patient was on heparin, bivalirudin, clopidogrel, cangrelor and aspirin. On (B)(6) 2015, the device started to have low flow alarms. The patient was started on dobutamine and eptifibatide was added. Despite multiple antiplatelet and anticoagulant treatments and adjustments made, the ldh level remained >1000 u/l, the device had persistent low flow alarms with thrombus trajectory along with hemodynamic changes and instability. The patient had recurrent dark colored urine. The patient underwent urgent pump exchange. Per report, the urine color turned to clear yellow immediately after the device was turned off. The clinicians reported that there was visible thrombus on the pump¿s inlet stator and rotor.